Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports the ars (syringe) leaked during usage on the patient.

Event description:
The customer reports the ars (syringe) leaked during usage on the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one arrow raulerson syringe (ars), 2-l catheter and lidstock for evaluation. Visual examination of the ars did not reveal any anomalies or defects. After the ars failed the vacuum leak functional test, the handle was broken to examine the valves inside. The valve mechanism consists of two bi-lateral valves and a spacer. No defects were observed on the valves or spacer. The module requirement document for raulerson syringes was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum leak test was performed on the samples per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released, and it did not snap back into a position = 1cc from the starting position. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample failed the vacuum leak test. A device history record review was performed, and no relevant findings were identified. The report that the ars leaked was confirmed through functional testing of the returned sample. The ars sample failed the vacuum leak test. The handle was broken and the black seal was also removed to examine the plunger tip after failing the vacuum test. No damage was noted to the internal valves or any other components within the returned device. A device history record review did not reveal any manufacturing related issues. Based on the complaint investigation, the root cause of the leaking ars cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.